Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse inspected the unit and noted vacuum reading low. The fse traced vacuum leak due to punctured peri-pump tubing. The fse replaced the tubing and mixer bearings. The fse completed system check, high sensitivity (hs) lumwash son, and hs inc. - 52 successfully. All system test results conformed to the MFR's performance specifications. The pt's sample was collected in a 13x100 mm greiner serum tube. Sample centrifugation was performed at 3,600 rcf (relative centrifugal force) for ten minutes at 25 degrees celsius. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged an elevated troponin I (accutni) result, within the risk stratification range, for one pt, involving unicel dxc 600 I synchron access clinical system. Subsequent testing produced a result within the normal reference range. An amended report was released out of the lab. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.